Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in clinic for routine device check. Interrogation revealed at/af episodes, and review of the egm showed far r-wave showed oversensing on the atrial channel. Programming changes were recommended, but it is unknown if they were made. The patient will continue to be monitored.